Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The device was received in the unopened original shipping package. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) could not be used as the battery longevity estimator indicated the battery voltage had dropped below acceptable levels prior to implant. There was no patient involvement.